Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect stat troponin-I of 0.84, 0.28 ng/ml (positive) on (B)(6) 2020 with sid (B)(6) that repeated lower of 0.00, 0.01, 0.0, 0.01 ng/ml (negative) using two samples and two analyzers. The customer provided a troponin cutoff of 0.19 ng/ml to determine positive and negative interpretation. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The evaluation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, retained testing, and historical performance of reagent lot 52411un20. A ticket search for lot 52411un20 did identify increased complaint activity related to the issue under review. A review of ticket trending data for the architect stat troponin-I was performed. No adverse trends were identified related to the patient results issues. Labeling was reviewed and found to adequately address the issue under review. Device history record review was performed on lot 52411un20, which did not show any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 52411un20 was evaluated using world wide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 52411un20. The accuracy testing was performed for reagent lot 52411un20 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Use error may have occurred with the falsely elevated result as a retest gave the expected result indicating a possible sample handling/integrity issue. Based on the evaluation no systemic issue or deficiency of the architect stat troponin-I for lot number 52411un20 was identified.